Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, non-tortuous mid left anterior descending artery. After predilatation was performed an attempt was made to cross the lesion with a 2.75x23 mm xience v stent delivery system (sds). Pushing on the shaft, using force, resulted in a proximal shaft separation. A new 2.75x23 mm xience v was used and was able to cross the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.